Manufacturer narrative:
The subject product was received for evaluation. Visual evaluation found the device had been physically damaged. A crack was identified in the housing and the two halves of the housing were slightly separated from the weld. The battery pack was within the handle and the latch was noted to be broken off. The battery pack was firmly within the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Originally the customer did not report any damage to the simpulse devices; however, after follow up with the customer, it was noted that one simpulse devices had been cracked in use. The customer contact reported that there is a possibility that these devices may be reused and the batteries may be removed and/or replaced by the user facilities. It is most likely the damage to the device occurred due to customer handling.

Event description:
It was reported per the user facility that during use of the simpulse varicare irrigator, the device would not irrigate. There was no patient injury reported. The subject product was returned and during visual inspection it was noted that the battery case latch tab was broken and not returned with the product.